Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 37761, serial# (B)(4), product type: recharger. Analysis of the desktop charger (37761) found that it had a broken connector pin. (B)(4).

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient's desktop charger connector pin was broken. The patient had been trying to charge the ins recharger (insr) for 3 days but it would not charge. It was noted that the patient's ins was fully charged 3-4 days prior to the report, but 'went out' 1-2 days later. A new desktop charger was sent to the patient who then reported that their insr was constantly beeping. The patient reset the insr and the issue was resolved. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.